Event description:
This sophy adjustable pressure valve model sm8 was implanted with a ventriculo-peritoneal shunt to the patient in 2005. However, shunt dysfunction was observed 16 days later and valve revision was operated the same day. No patient injury is reported.